Manufacturer narrative:
Initial and final MDR 2584225- device 4 of 5.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced five infusion sets tubing detached from connector events on 20-feb-2026. The infusion set was in use for one day.the blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.